Manufacturer narrative:
P-cap was attached and locked into place properly. Unit powers up properly after battery installation. Unit was downloaded successfully using (thump software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might have triggered the reason for the complaint. The adapt tool reveals that pump error 43 was found on 06/25/2025 02:22:00.000 to 06/25/2025 13:46:37.000. Proceeded with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, high and low current measurement test. No unexpected error appeared whilst testing. The unit was opened, and upon visual inspection, moisture damage was found along the electronic assembly and motor assembly, isolated to the electronic stack. Unit powered up and was tested successfully. The following cosmetic damages were noted: cracked keypad overlay, pillowing keypad overlay, and scratched case. In conclusion, customer allegations are not confirmed during testing. No pump error 43 was noted during testing. Unit was functioning properly; however, moisture damage was found on the electronic assembly, isolate the electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional. Mmt-1884 was requested, and the customer's response was that the device would be returned.